Manufacturer narrative:
The MFR's service rep instructed the customer over the phone to reboot the system, and guided the customer through set up. The transmitter cable was reattached. The system is operating as intended.

Event description:
The customer reported that the screen of the instatrak system locked up, and would not scroll down. No pt injury was reported.